Event description:
It was reported that during pre-operative investigation of a battery revision procedure for a deep brain stimulation implantable pulse generator (ipg), an "investigate" alert was noted on the left side monopolar and bipolar and right side bipolar. Only segment 0 and 3 were normal on the left. Values were greater than 5000 ohms on the monopolar and 10,000 ohms on the bipolar. When the percept rc was connected, all values returned to normal. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) clarifying that the revision was a battery replacement with no abnormal battery depletion alleged. Customer declined to return battery.

Manufacturer narrative:
Continuation of d10: product ID b3300542 lot# va2lxezv44: product type lead product ID b3300542m lot# va2m4edv43: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.